Event description:
During baxter's evaluation, a device was found to have a keypad anomaly. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation of the device, it was discovered that there was a delay in keypad response. The delay in response was approximately 3 seconds. This was caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.